Event description:
It was reported that the patient had connect to power alarms on (B)(6) 2021. The patient had an outpatient visit on (B)(6) 2021 where their controller was exchanged, which resolved the alarms. The controller was out of warranty and discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was not confirmed. The system controller (serial number (B)(4)) was not returned for analysis, and no log files were associated with the reported event. The controller was stated to have been discarded. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.